Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that there was a concern the patient experienced a rectal wall infiltration, based on magnetic resonance imaging (MRI) done after the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: block b5, b3, d6a, h6 (patient and impact codes) have been updated based on additional information.

Event description:
It was reported that there was a concern the patient experienced a rectal wall infiltration, based on magnetic resonance imaging (MRI) done after the procedure. No patient complications were reported as a result of this event. Additional information: further review of the images revealed that the patient had serosal infiltration at the apex of the prostate. The radiation treatment will be delayed by four months. The patient experienced pain and pelvic discomfort.